Event description:
The customer stated they received the error code 1111: rubella g calibration, mcal 1 too high, on the axsym analyzer. The abbott customer technical advocate (cta) advised the customer to centrifuge the calibrators and recalibrate. The calibration failed again. The customer replaced the rubella reagent and the matrix cell lot, centrifuged the calibrator and recalibrated. The calibration passed. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.